Event description:
It was reported by the customer "PICC line has split down the middle into two parts. A leak was observed from the insertion site and it was decided to pull it out. It was 43 cm long in total, 7.5 cm came out when it was pulled and 35.5 cm remained in the patient. On a plain x-ray, it can be seen that it has retained its original position with the tip in the superior vena cava, which is probably due to the patient having a thrombosis along the tube. They will try to get it removed by x-ray tonight if possible 21/3 , otherwise the vascular surgeons will do it tomorrow. They know that they must save the rest row part when it is picked out." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned powerpicc solo. A complete break was observed just distal of the 7 cm depth marker. A circumferentially aligned split was observed just distal of the 8 cm depth marker. The 5 cm depth marker was observed to be missing. A microscopic observation revealed an overall elliptical shape at the break site and at the split site. The break site and split site were observed to have granular fracture surfaces. The fracture edges of the break appeared rounded and polished on one side of the break, while the other side of the break was observed to have sharp, uneven fracture edges. The split was observed to have rounded, polished fracture edges with ¿c¿ shaped impressions leading into the split site. The characteristics found along the break site and the split site are typical of flexural fatigue, or damage caused by cyclic kinking of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "PICC line has split down the middle into two parts. A leak was observed from the insertion site and it was decided to pull it out. It was 43 cm long in total, 7.5 cm came out when it was pulled and 35.5 cm remained in the patient. On a plain x-ray, it can be seen that it has retained its original position with the tip in the superior vena cava, which is probably due to the patient having a thrombosis along the tube. They will try to get it removed by x-ray tonight if possible 21/3 , otherwise the vascular surgeons will do it tomorrow. They know that they must save the rest row part when it is picked out." No other information was provided. Additional information: the patient already had a thrombosis in the arm probably because of the piccline and received treatment for it. Patient had to be admitted to the hospital for a day to have the other part removed, and the uncertainty of whether it would work or not was of course also difficult for the patient.